Event description:
Monitor was used on pt during the weekend with unit operating properly. After second day of use, pt fell from bed without alarming at bedside or at the nurses station (via nurse call system). The device was checked by the biomed dept after the indicent and found: 1. Operational led's "on" normal. 2. Sensor pad would not alarm. 3. The housing had been damaged, further examination revealed a loose screw off the pcb had shorted out across the incoming ac power hot and ground. Visual inspection of the fuse appeared to be blown, but dvm read 8 ohms across the blackened fuse. Rptr's concern is with this type of failure, the alarm should sound off at the nurses station via the nurses call system indicatingg "none" operational status to prevent any serious injury if a fall does occur.